Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels from approximately 600 mg/dl to displayed as "high"; although specific value was not provided. Suspected cause was due to the customer¿s misuse of control-iq technology. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.